Manufacturer narrative:
Cerner distributed a priority review flash notification on (B)(4) 2011 to all potentially impacted client sites. The software notification includes a description of the issue and a script that can be run to determine if they are affected by it. A software modification will be developed once the source of the defect is known. A forthcoming flash will communicate the correction for this issue to all sites that could be potentially impacted. Cerner corporation will provide a follow-up report when the software modification is available.

Event description:
The issue involves cerner's solution pharmnet inpatient, and affects users that utilize the (B)(4), pharmacy batch prescription and refill work queue for new orders entry, order modification, order verification, resumption, or refill processing. The system does not perform clinical checking or pharmacy orders containing ingredients related to a corrupted order catalog field. Pt care could be adversely affected if clinicians ignore the system alert that clinical checking cannot be performed on an affected ingredient. This issue could result in a medication overdose that could adversely impact pt care. Cerner has received communication on an adverse pt event as a result of this issue.